Event description:
Report received from (B)(6) stating that the device had damage to the internal parts. The device was not being used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the complaint of internal parts damaged was confirmed. The bearing was found damaged during the pre-repair diagnostic assessment. If additional information is received, a supplemental report will be sent. (B)(4).